Event description:
Right ventricular (rv) lead integrity alert (lia) triggered for an elevated sensing integrity counter (sic) count and high-rate non-sustained episodes. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".